Manufacturer narrative:
The reported event of the quattro catheter (lot no 80624) was confirmed. A pinhole leak was observed at the middle of distal balloon during functional leak test. The probable root cause for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of distal balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot no 80624.

Manufacturer narrative:
Zoll has not received the quattro catheter (lot no 80624) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, the quattro catheter (lot no 80624) was placed in the patient. On the third day, the thermogard xp ivtm system generated "airtrap" alarm message. The user observed empty saline bag and no leak was noticed on the start-up kit custom luer. Suspecting catheter leak. Since the issue occurred during normothermia phase, the physician discontinued the thermogard system and used a blanket for the treatment. No known impact or consequence to patient information was available.